Manufacturer narrative:
Date sent to FDA: 7/17/2019.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any futher info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgeries on (B)(6) 2016 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4). Device code: (B)(4)-hernia recurrence occurred. It was reported that following insertion the patient experienced hernia recurrence and adhesions.